Manufacturer narrative:
Investigation results: the delivery system and stent were returned for evaluation with the stent loaded on the delivery system via suture. Visual evaluation revealed no damage to the stent. The guide catheter was stretched and broken near the proximal end. The distal, broken piece of the guide catheter was found inside the delivery system. The proximal, broken piece of the guide catheter and the cap of touhy borst were not returned for evaluation. The suture hole of the push catheter was torn. The suture was separated from the delivery system to observe the distal end of guide catheter assembly; residue (likely from the procedure) and multiple kinks were noted at the distal end, indicating the suture embedded inside the guide catheter. The stretched and broken guide catheter indicate that force was exerted during attempted deployment. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as patient tortuous anatomy and customer maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and no anomalies were noted.

Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4): guide catheter broken. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2011 that a flexima biliary stent was used during a biliary drainage procedure of the common bile duct performed on (B)(6) 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when attempting to deploy the stent, the guide catheter was pulled without resistance, however the stent did not deploy. The device was removed and it was noted that the guide catheter was broken within the push catheter. It was also reported that the stent was found broken within the push catheter and the suture was entwined with the stent. No pieces of the device detached within the patient. No other damage was noted to the device. A jagwire was used during the procedure; it was confirmed there were no issues with this device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a flexima biliary stent was used during a biliary drainage procedure of the common bile duct performed on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complainant, during the procedure, when attempting to deploy the stent, the guide catheter was pulled without resistance, however the stent did not deploy. The device was removed and it was noted that the guide catheter was broken within the push catheter. It was also reported that the stent was found broken within the push catheter and the suture was entwined with the stent. No pieces of the device detached within the patient. No other damage was noted to the device. A jagwire was used during the procedure; it was confirmed there were no issues with this device. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Additional information has been received since (B)(6), 2011: it was confirmed that the guide catheter broke within the push catheter and remained within the push catheter enabling the delivery system to be removed in one piece. It was also reported that there was no damage to the stent.